Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure a faradrive was selected for use. During procedure, the device developed a leak and air was noticed. It was replaced. The patient experienced no complications.